Event description:
Adverse event: "postoperative astigmatism value is different from the expected one" (postoperative refraction, unexpected). Product problem: "none reported" (no information [iol (intraocular lens) implant]). A surgeon reports that the postoperative astigmatism value is different from the expected one. The lens was exchanged for a different model. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).